Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The field service engineer replaced various parts and performed adjustments and cleanings. The customer performed calibration, qc, precision and comparison testing with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas 8000 c 702 module. Prior to patient testing, the customer confirmed the calcium calibration and qc results were within range. The patient's initial calcium result was not reported outside the laboratory. Due to the initial calcium result recovering "very low," the customer performed repeat testing on a different c 702 module. The patient's initial calcium result was 2.2 mg/dl, and the patient's repeat result was 9.5 mg/dl. The customer determined the repeat result was correct. The calcium reagent lot number and expiration date were requested but not provided.